Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced an extrusion from one of the cylinders on the glans, suspected to be caused by spinal cord trauma. A surgical procedure was performed, during which the physician resurfaced the edges of the glans groove, adjusted the cylinder, and instructed the patient not to use the device for two months. No additional patient complications were reported.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced an extrusion from one of the cylinders on the glans, suspected to be caused by spinal cord trauma. A surgical procedure was performed, during which the physician resurfaced the edges of the glans groove, adjusted the cylinder, and instructed the patient not to use the device for two months. No additional patient complications were reported.